Event description:
It was reported that patient used to have two implantable neurostimulator (ins) which were removed due to rubbing after he became wheelchair bound. There were no device issues, but the physical rubbing of the ins¿s against his skin was uncomfortable. Four days later it was noted that the patient did not have any implanted devices related to this therapy at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 3058, (B)(4), product type implantable neurostimulator, product ID 3037, serial# (B)(4), product type programmer, patient. Product ID neu_unknown_lead, product type lead, product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having an abdominal placement for the interstim device the day after reported event date due to the previous device having issues. The patient did not have any recollection regarding dates of when the patient had problems, but stated that the patient was wheel chair bound and the patient had an abrasion with a fluid abscess and once the device was removed he had a "raging system." The manufacturer representative spoke to someone about abdominal placement but wanted to run some things past technical support. The manufacturer representative was given the technical representative many different scenarios to think about. The manufacturer representative was unsure of when the problems with the fluid abscess happened. The manufacturer representative was notified the day of reported event date of the surgery and didn't have details around when the problems happened. The manufacturer representative did state that they were not around for it. The caller also states they want the patient to be able to use the programmer easily. The caller was going to ask one more question and the phone went dead. Additional information received reported that the device removal and issue predated the manufacturer representative employment. The patient prior devices were serial (B)(4). These were removed long ago by healthcare provider and the date was unknown. The patient apparently had a constant rubbing of the standard pocket against his wheelchair. This was described to the manufacturer representative the day before reported event date. The new system with abdominal placement was completed successfully the day before reported event date. The patient stimulation was excellent and should do well. The prior system was a comfort issue with no other harm per se, that device was in a standard upper gluteal pocket.